Event description:
It was reported that a handheld computer's screen was continually freezing. Usually reseating the flashcard and resetting the device will resolve the issue, however, it continues to occur. A replacement handheld was sent to the site. Good faith attempts to obtain the old handheld for analysis have been unsuccessful to date.